Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that insulin pump had received stuck button alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.